Event description:
The filter was broken while trying to remove it from the pump. A piece of the filter remains in the fitting.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.